Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10013096. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600 / 10013096) was delivered to the target site and its release was initiated. The physician observed that the distal markers on the stent expanded well, but the middle section of the stent did not fully open or expand as intended. The physician retracted the stent and replaced it with a new stent to complete the procedure using the same microcatheter. There was no report of any negative impact on the patient. On 20-apr-2026, additional information was received. The information indicated the stent-assisted endovascular embolization procedure was targeting an unruptured, wide-necked aneurysm on the middle cerebral artery (mca). Per the information, there were tortuous blood vessels that may have contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. When the stent was removed, it was still on the delivery wire; there was no damage noted on the stent / stent delivery system. The replacement stent was not another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600). The information confirmed there was no procedure delay and no negative impact on the patient.